Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: device history record (DHR) review conducted: part # 07.702.016s. Lot # 2g53520. Manufacturing site: werk selzach logistik. Release to warehouse date: 01.july.2022. Supplier: (B)(4). Expiration date: 01.july.2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty for compression fracture on (B)(6) 2023. The cement kit was opened, the monomer liquid was poured into the mixer, and mixing the cement was started. The handle of the mixing device could not be moved properly and stuck at the beginning of the mixing procedure. The handle could be moved upward and downward only a little. Several attempts to improve the situation failed, and the surgeon gave up using the cement kit and opened another new cement kit. The new cement kit had no problems with mixing or use. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).